Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.